Manufacturer narrative:
Initial.

Event description:
It was reported that after a new dexcom g7 continuous glucose monitor (cgm) sensor was placed, the ilet displayed a prompt to connect cgm or enter a blood glucose value despite the sensor being started and showing readings on the dexcom app; after which cgm readings appeared on the ilet without intervention. No adverse clinical symptoms reported. Outcomes included restored cgm data display on the ilet without need for medical intervention. User support included customer troubleshooting and education, including verification of cgm status and manual entry of blood glucose to re-establish cgm communication. Investigation of this case revealed transient cgm signal loss to the ilet only, consistent with a communication issue between the cgm and pump user interface, which resolved spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption between devices.